Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specs. The complaint history review indicated that there haven been similar events for the reported family. The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that; pt had bilateral hip surgeries on (B)(6) 2009. Since then, pt complains of on and off pain in both hips. MRI and testing have shown fluid build up in both hip joints. The toxic liquid has caused the bone to deteriorate. Pt will undergo aspiration of both hips next week. Update: components were explanted due to adverse local tissue reaction.